Event description:
It was reported to philips that the system was hanging, which can impact a full system boot. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the device was not in clinical use at the time of the reported event. The philips field service engineer(fse) visited on-site and verified the reported issue. The issue occurred only once. Investigation indicated that the system freeze was likely caused by a continuous input signal from the footswitch initiated by the user. To resolve the issue, the fse performed a system restart, after which normal functionality was restored. The fse provided user guidance on proper footswitch operation, and advised to avoid continuous pedal activation when not actively performing imaging, in order to prevent system freeze. No underlying system malfunction was identified. The system was subsequently verified to meet all required service specifications and was returned to normal operational use. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that there was no malfunction of the system. The system freeze was likely caused by a continuous input signal from the footswitch initiated by the user. No malfunction of the system was identified. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.